Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the center port. The leak was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured form june 20, 2019 - june 21, 2019. The device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.